Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Customer's blood glucose level was not reported. Insulin was squirting out during the manual prime process. The drive support cap was protruded. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the self test, unexpected restart, rewind and displacement tests. However, the pump alarmed compromised force sensor system during the basic occlusion test due to a slightly loose drive support disk. The pump was received with a cracked reservoir tube, cracked battery tube threads and minor scratches on the lcd window.